Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the reported information in this complaint file states the appearence of folding observed on the proximal stent. Multiple attempts were made to obtain imaging to aid in the investigation but failed to retrieve it. For now, there is no objective evidence to determine if the root cause for this incident is procedural, patient or device related. The root cause of this complaint is inconclusive. Cook will reopen its investigation after further information is received cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: cook rep attended an emergency procedure on (B)(6) 2017 and was requested to supply a zteg-2p-42-162-pf for this procedure. When the rep arrived a graft was already implanted a zteg-2p-34-127-pf, they proceeded to implant the 42mm graft overlapping into the 34mm with a 3 stent overlap. Cook rep was shown the follow-up CT on (B)(6) 2017 and the physician notified the rep that the first proximal stent of the 42mm graft had some infolding present. Patient outcome: the plan is to keep a close follow up of this patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.